Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 52 mg/dl with confusion and lightheadedness associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the customer admitted to forgetting to bolus or repeated bolus unnecessarily. The basal delivery totals in the total daily dose matched the active basal program total or were as expected. The basal history matched the active program settings. It was reported that there were extra bolus records. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced hypoglycemia associated with user error.